Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a back up pump as alternate insulin therapy.